Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged molded insulator. The instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0395" in size. The root cause is attributed to the mishandling/misuse. The force bipolar part# 471405-06 lot/serial# (B)(4) was last used on (B)(6) 2022 on system (B)(4) with 5 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument had hole on the tip. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.